Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient developed an infection and it is unknown if the cause of the infection is device or procedure related. Device is under fsca battery advisory. Device was explanted and a new device was implanted. Patient was stable.